Manufacturer narrative:
The following functional tests and communications were performed: a philips remote service engineer (rse) spoke to the customer and confirmed that the surveillance in the cardio rehab where "speakers are intermittently disconnecting and reconnecting.¿ rse determined the speaker was not configured correctly. The reported problem was confirmed. No further action is needed.

Event description:
Customer reported that the alarms are not sounding as the speaker is not working. The device was in clinical use. There was no patient harm or injury reported.